Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from united states stating that the device "handpiece has to much play". It is known the device was used in surgery and that no injuries were reported. It is not known if any medical intervention occurred. There was no add'l info provided.